Event description:
Patient was complaining of pain with the foley catheter and was asking to have it removed. As the nurse was trying to take it out noticed some resistance and it was necessary to move it back and forth to get it out and this action made the patient very uncomfortable. After removal, visual inspection revealed a ridged ring around the tip of the foley which made it difficult to remove. The physician was made aware.